Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels that reached 550 mg/dl which was addressed with a manual injection and a site change. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.